Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with 8mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat avg stenosis. The viabahn device was advanced to target lesion through 0.035*260cm terumo stiff wire via 8fr sheath. The stent was totally deployed and expanded under x-ray. Then the physician tried to remove the delivery system. During withdrawing catheter, there was obvious resistance and the proximal of stent was becoming narrow. The distal of catheter was broken in vessel. The proximal 1/4 of the stent was significantly narrow under x-ray. Therefore, the physician decided to cut down and remove the stent and remaining delivery system. Another two 8mm x 5cm viabahn device was utilized to complete the procedure. The patient tolerated the procedure. Except guidewire, sheath and viabahn device, there was no other device utilized nor pre-existing device.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Update h6 impact code. H6: c19 - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary complaint of difficulty withdrawing the vsx device delivery system after deployment with narrowing of the endoprosthesis could not be independently confirmed. The broken vsx device distal shaft and endoprosthesis were returned for evaluation. Therefore, the complaint of catheter breakage was confirmed. A section of the deployed endoprosthesis was twisted/constricted with tears in the graft material and fractured stent wires at the location. And the broken distal shaft as returned was going through the graft wall at the location of the constriction. The cause of the observed damages is consistent with interactions occurring during withdrawal of an expanded endoprosthesis as reported. The cause of the initial difficulty experienced during attempted withdrawal of the vsx device catheter and the reported narrowing of the endoprosthesis could not be established based on the condition of the device as returned.